Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, a CT scan revealed the electrode array had migrated. Subsequently on (B)(6) 2015, the patient underwent surgery and the electrode array was reinserted. The implanted device remains.